Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had buttons harder to press. Customer's blood glucose level was unknown. Customer reports battery was not low making it hard to read the display. Customer states insulin pump had battery life diminished. Customer declined troubleshooting. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump received with all buttons responding properly. No damage on keypad assembly. No unlocked lcd keypad connector. Device passed self test. No unexpected back light anomalies noted. (B)(4).